Event description:
Info received that the bed would drift into trend overnight, no injury reported.

Manufacturer narrative:
Technician found that the bed would drift into trend overnight, repair not yet complete.